Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had keypad anomaly and failed battery. The customer's blood glucose was unknown. The customer reported that the act button does not work and insulin pump rejects new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.